Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (401 mg/dl). Contact stated that they did not believe the pump was the cause for the elevated blood glucose levels, and declined any further troubleshooting. Customer delivered a bolus to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.